Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deformation. Encapsulation 100% color red. No observed openings. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data.

Event description:
Physician reported left side rupture. Device has been explanted.